Event description:
Note: this report pertains to the third of three complaints that involve the same procedure. Refer to manufacturer report#'s 3005099803-2010-04648 and 3005099803-2010-04649 for the associated device reports. It was reported to boston scientific corporation on (B)(6) 2010 that three resolution clip devices were used during a procedure. According to the complainant, during the procedure, the resolution clip prematurely locked closed and failed to deploy from the delivery catheter. The technician was unable to retract the clip back into the sheath. The clip device was removed from the patient and no visible damage was noted to the device. This issue was encountered with a total of three resolution clips during the procedure. The procedure was successfully completed with additional resolution clips. The complainant reported that no further information is available for this event.

Manufacturer narrative:
According to the complainant, the suspect device has been disposed and is not available for return. Based on the details of the complaint, the most probable root cause is operational context. The failure of the clip to release from the catheter is most likely due to anatomical/procedural factors encountered during the procedure. The device history record review confirms that this device met all material, assembly and performance specifications.